Event description:
During the implantation procedure, the device failed to break induced vf after several attempts. This ICD was not implanted, the pt needed a variable pulse width device.

Manufacturer narrative:
In 2008, the analysis on this device is pending.